Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the accuracy was checked using saw bones after an imaging spin. Representative used a spine reference frame, ball tip pointer and awl tip. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A site representative reported that during a spinal fusion procedure, an inaccuracy was observed with planar probe and navlock with tap. The size of the inaccuracy matched the burr's width of 3-4 millimeters. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No information was provided on patient outcome.